Manufacturer narrative:
The device was received not deployed. The download data indicates that the pod was in pod state 1 indicating that the device was never filled. Device was observed to have an empty reservoir and the plunger at the starting position. No damages or defects were observed that would result in a device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and patient reported a blood glucose level of 170 mg/dl.